Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"During post stent deployment in zone ¾ of the thoracic aorta the patient looked to have a prior post elephant trunk. Post deployment of relay pro stent was successful in zone ¾ , but recapturing the tip (nose cone) seemed to be difficult due to the angle of anatomy and post surgical intervention from prior repair. Several attempts where made to capture the tip (nose cone) and after a few tries we were able to successfully marry the nose cone to the outer sheath per IFU. No sheath was used during the case, the vessels where dilated using traditional dilation technique using multiple dilators. The device was pulled down to the level of the left access arteriotomy (lcfa 9.4mm) and at that point was ready to be removed over a stiff wire. In the process of this action, as the device was being pulled through the arteriotomy site; the tip (nose cone) was detached from the main device and stayed in the artery." Patient outcome: "patient needed cut down to remove the tip (nose cone) from the artery."

Event description:
"During post stent deployment in zone ¾ of the thoracic aorta the patient looked to have a prior post elephant trunk. Post deployment of relay pro stent was successful in zone ¾ , but recapturing the tip (nose cone) seemed to be difficult due to the angle of anatomy and post surgical intervention from prior repair. Several attempts where made to capture the tip (nose cone) and after a few tries we were able to successfully marry the nose cone to the outer sheath per IFU. No sheath was used during the case, the vessels where dilated using traditional dilation technique using multiple dilators. The device was pulled down to the level of the left access arteriotomy (lcfa 9.4mm) and at that point was ready to be removed over a stiff wire. In the process of this action, as the device was being pulled through the arteriotomy site; the tip (nose cone) was detached from the main device and stayed in the artery." Patient outcome: "patient needed cut down to remove the tip (nose cone) from the artery."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.